Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown co ncentration/dose via an implantable pump for unknown indication for use. It was reported that the patient's pump was flipping and causing pain. The hcp was going to do a revision of the pump pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 26-aug-2024 from the healthcare provider via the company representative who reported that the patient¿s pump was revised. The patient was taken to surgery and the surgeon opened the pump pocket and re-anchored the pump with 4 anchor stitches. The environmental, external or patient factors that may have led or contributed to the issue was not able to be determined at the time of the report. No diagnostics or trouble shooting was performed. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event. The pump was used to deliver dilaudid 1mg/ml at 0.996mg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the event was first observed one week after the pump replacement was done on (B)(6) 2024. The replacement was done by another physician. When asked if the pump flipping and patient pain resolved, the hcp stated that the patient was scheduled for surgery on (B)(6) 2024 for revision of intrathecal pump pocket.